Manufacturer narrative:
Siderail mechanism cracked off.

Event description:
It was reported by service report that the patient head end left side rail would not go up. No patient involvement or adverse consequences are reported.